Event description:
It was reported that while in the cath lab the extension tubing was found to be "leaky." As a result, the tubing was exchanged. There was no reported pt death or injury. Medical/surgical intervention was not required. There was an interruption in intra-aortic balloon pump (iabp) therapy for the amount of time it took to exchange the tubing. There were no reported pt complications and there was no adverse outcome for this pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.